Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported the following experiences five days post implant: "heart feels funny," headache and skipping heart rate. Addtionally, the patient reported the physician was contacted and a follow-up call is pending. The device remains actively implanted with no report of any consequential actions. No patient complications have been reported as a result of this event.